Manufacturer narrative:
The insulin pump was received with full segments display due to cold solder joint on lcd board. No blank display noted. The pump was received with cracked lcd window, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen was all black and you can vaguely see through the black. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.